Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible undersensing noted on both the right atrial (ra) lead and right ventricular (rv) lead one day post implant. The ra lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.